Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that 10 months to 1 year ago a patient with a confirmed flipped pump had a pocket revision done. No symptoms were reported. No further history for the event was available. No further complications were reported or anticipated.